Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted along with the concurrent procedures of repair of cystocele, ureterovaginal prolapse, enterocele, and rectocele. Following insertion of the mesh it was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that the patient underwent debridement of exposed graft and closure of vagina on (B)(6) 2009 due to exposed graft secondary to trauma with intercourse prior to her first month postop check. The patient underwent mesh revision on (B)(6) 2011 and mesh revision on (B)(6) 2012 for chronic pelvic pain and erosion. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00993. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mesh, sling revision & cystoscopy on (B)(6) 2012.

Manufacturer narrative:
It was reported that patient underwent mesh excision in (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total prolift repair of cystocele, ureterovaginal prolapse, enterocele, rectocele and tvt-o. It was reported that patient underwent mesh removal/revision on 4/17/2014 by dr. (B)(6) at (B)(6) medical center. It was reported that the patient underwent debridement of exposed graft and closure of vagina on (B)(6) 2009 by dr. (B)(6) due to exposed graft secondary to trauma with intercourse prior to her first month postop check. No additional information was provided.